Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-01136. Follow-up information revealed the patient met with the company representative and the physician plans to give the patient sympathetic blocks to help with the continued pain. In addition the patient's spouse reported the patient's pain has not resolved, however the pain continues to improve.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-01136. It was reported following a permanent implant procedure on (B)(6) 2018, the patient felt a burning pain in his left leg and a struggle to move his leg. The bottom of the patient's feet were also sensitive to the touch. Intraoperative testing showed patient was getting bilateral coverage from lower back down to his feet. An impedance check showed impedance values were within normal range. However, the pain continued with stimulation turned on or off. Reprogramming was able to provide some relief for the patient. The patient was advised to stay in the hospital overnight for observation. A CT scan did not reveal any anomalies. Additional information revealed the patient is feeling better and the pain has somewhat subsided. No further interventions have been planned at this time. The patient will follow-up with the physician as the next course of action.